Manufacturer narrative:
(B)(4). The ge service rep installed the sbc upgrade, loaded (B)(4) software, reloaded the calibration files, and replaced the high voltage cables. The sys functions as intended.

Event description:
The customer reported when the machine is moved from ap to lateral, they sometimes lose the image and the left monitor goes black. No pt injury was reported.